Event description:
I got an alert on my libra 3 meter saying my glucose was 49 and I freaked out. Shaking very badly that I had to have my husband help me with checking on my finger poke to manually take my glucose and it was a 30 difference between my sensor and my finger poke. I realized that this has been always giving me false readings and had to take it off due to it endangering me from having outrageous libra 3 readings that harmed me because when it was high it wasn't reading whatever it was and my sugar was higher than the sensor reading.